Event description:
It was reported that guidewire fracture occurred. A 035/145 amplatz super stiff guidewire was selected for use. However, during preparation, it was noted that the device was fractured. The procedure was completed with another device and no patient complications were reported.